Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture additional information in b5 event description and h6 device codes and impact codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Micro dislodgement was suspected due to lack of slack on fluoroscopy and lead measurements. A micro dislodgement can never be 100% confirmed or viewed on x-ray. A micro dislodgement automatically could explain a high threshold. Tissue was fixed as screw wouldn't retract. This lead was surgically revise and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Lead slack was reduced due to patient activity that led to micro dislodgement. Tissue was fixed as screw wouldn't retract. This lead was surgically revise and remains in service. No additional adverse patient effects were reported.